Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the venous line of a s 660 accessory y connector. Air entered the line at the arterial line connection point and resulted in the leak. The volume of blood loss was unknown. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample revealed a crack at level of luer lock component. Retained samples were also evaluated. A review of retention samples confirmed that the units met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to component manufacturing. Should additional relevant information become available, a supplemental report will be submitted.